Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found no anomalies in the appearance. The actual device was rinsed with saline solution and fixed with glutaraldehyde solution. Visual inspection did not find any clot formation. The housing and the filter were removed from the actual device. The filter was subjected to visual inspection. No formation of clots were confirmed on its outer and inner surfaces. The mesh diameter was confirmed to be normal. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. There was no visible thrombus formation on the fiber winding. The fiber layers removed were inspected under magnification. No formation of clots was found on the surface of the fiber on each layer. The heat exchanger module, after the fiber having been removed, was inspected under magnification and there was no formation of clots observed. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: after the initiation of the extracorporeal circulation an increase in the pressure was noted; the pressure before the membrane was 346mmhg and the pressure after the membrane was 414mmhg; the extracorporeal circulation was completed successfully; and the patient was not harmed.